Manufacturer narrative:
This report is submitted on november 14, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in loss of clinical benefit with device use; however the issue could not be resolved. The implanted device remains and the patient will continue to be clinically managed by their health care provider.